Event description:
There was an allegation of questionable glucose results for one patient sample tested on a cobas 6000 c501 module. The initial result was 34.7 mg/dl. The repeat result was 103.4 mg/dl.

Manufacturer narrative:
The reagent lot number was 788473 and the expiration date was not provided. Reagent issues were excluded as the correct rerun was performed with the same reagent. The field service engineer replaced the sample probe, the lamp, the cuvette, as well as a reagent probe that was found to be leaking. He also performed multiple checks and the 6 months maintenance actions. No further issues were reported after the service visit. The investigation determined the event was due to maintenance issues.